Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure on (B)(6) 2020, the lead was unable to be explanted due to too much scar tissue. In turn, the physician cut the lead and left the partial lead implanted. Another lead was implanted, providing effective therapy.